Event description:
Home pt (hp) contacted baxter's technical svc center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/6 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp's trouble occurred at the beginning of therapy when hp prompted the homechoice machine to initiate the initial drain cycle without hp's transfer set being connected to the pt line of the homechoise set. Hp realized hp wasn't connected, rushed to connect self and resumed therapy. Later that evening, in dwell 3/6, hp disconnected transfer set from the pt line of the homechoice set without pausing apd therapy. When hp came back, the homechoice machine was alarming, hp reconnected transfer set to the patient line of the homechoice set and attempted to resume therapy. Tsc assisted hp in ending hp's therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no pt injury or medical intervention was associated with this incident.